Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 3.1 and 3.2 were not detected on the bus. A field service engineer (fse) opened the back of the station and discovered drawer 3 was dark and shut down the station and replaced the drawer controller boards, retractor bands, and the module controller board. Then, rebooted the station into hardware test application, confirmed the drawer had four good lights, closed the back of the station, tested the drawer, and rebooted the station into the application. Finally, logged into the application and configured the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 of our ladmain1 pyxis in the north tower labor and delivery unit was failing. The customer tried turning off and on but was still unable to retrieve any medications from that drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.